Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the wristed needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the wristed needle driver instrument was found to have a broken/frayed cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and broken cable was noted. No report of any cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The instrument articulated as expected during manual articulation. No damage was found to the snack wrist cable. Here were no frayed cables observed during visual inspection. The instrument was found to have a broken snake wrist square look disk. The broken disk was observed during visual inspection. The broken material was not returned and missing. Size of missing piece is approximately 0.1730" x 0.0410".

Event description:
Refer to h11 for follow-up information.